Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient was hospitalized due to low bg, the duration of hospitalization was greater than 24 hours. No further information available.